Event description:
It was reported that the pegasus pnk 20gax1.16in prn-capy non-pvc leaked from the needle base during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "there was leakage at the end of the indwelling needle during the infusion, the indwelling needle should be pulled out immediately to stop the infusion, and the patient should be explained and comforted. The patient should be replaced with a new closed indwelling needle and re-puncture the infusion and notify the head nurse at the same time. The head nurse notifies the relevant personnel, and the relevant personnel arrive at the scene and hand over the indwelling needle to the relevant personnel." "After successful puncture, the nurse found leakage at the needle base, immediately pulled out the indwelling needle, replaced the indwelling needle and punctured again."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0078909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20gax1.16in prn-capy non-pvc leaked from the needle base during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was leakage at the end of the indwelling needle during the infusion, the indwelling needle should be pulled out immediately to stop the infusion, and the patient should be explained and comforted. The patient should be replaced with a new closed indwelling needle and re-puncture the infusion and notify the head nurse at the same time. The head nurse notifies the relevant personnel, and the relevant personnel arrive at the scene and hand over the indwelling needle to the relevant personnel" "after successful puncture, the nurse found leakage at the needle base, immediately pulled out the indwelling needle, replaced the indwelling needle and punctured again".